Event description:
A clinical resource manager reported the balloon was unable to inflate prior to use. The issue occurred at the inflation port.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The reporter states the product was not inserted into a patient. An investigation request was sent to the third party manufacturer on 11/12/2013. An investigation of the manufacturing, quality, and packing processes was conducted on 11/26/2013. A review of retained samples from the same lot found that the appearance of the balloon, catheter body and valve function were normal. Because the defected product was not returned, the actual operation method and defective situation is unknown and further confirmation and analysis was not possible. Corrective action and prevention could not be made without any returned products. The case will be included in the post-market surveillance monitoring. Parts are randomly inspected at incoming inspection and tests performed during the manufacturing process. No add'l patient/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.